Event description:
We purchased new medfusion 4000 syringe pumps and they are not working with our avanos neomed nm-s6nc (6ml) syringes. The flange sensor is noticeably tighter on the 3500's than on the 4000's. We believe the issue is with the pump and not the syringe. ICU medical has been notified and I also sent request to avanos to verify that no product changes were made to this specific model syringe that we are experiencing trouble with.